Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 15.8¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function were ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d170615-2 ). The control solution tests for level low were 263/251 mg/dl, for level high were 448/475 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were out of the acceptance range. We tested the retained strips from our warehouse ( same strip lot number: d170615-2). The control solution tests for level low were 67/68 mg/dl; for level high were 268/259 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. We found the desiccant in the bottle of returned strips were changed, which indicated the strips might get moisture because of improper storage. The moist strips might produce incorrect high readings.

Event description:
End-user alleged that medical intervention was required on (B)(6) 2018 at approximately 1200 for symptoms of hypoglycemia. End-user stated that prior to contacting 911 she received a 350 mg/dl, 385 mg/dl and a 444 mg/dl on the prodigy meter. Enduser waited approximately 45 minutes to contact 911 after receiving the results and began to feel "shaky, sweating and slurring words". Paramedics arrived within 15 minutes of calling and tested the end-user blood glucose with result of 62 mg/dl and 67 mg/dl. Approximately 1 hour occurred between testing the prodigy meter and the paramedic's meter; it is unknown if the enduser administered insulin at the time of testing on the prodigy meter. End-user received oral glucose and a half of peanut butter sandwich during the paramedics visit. End-user was not transported to the hospital and no other information is available regarding this event.